Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "warning: when placing drain(s) care should be taken to ensure that the perforated portion of the wound drain lies completely within the confines of the wound. Read product insert provided with the closed wound evacuator for detailed instructions, warnings and precautions associated with the use of the evacuator device. To avoid the possibility of drain damage or breakage: " additional perforations should not be made in the drains. " avoid suturing through drains. " drains should lie flat and in line with the skin exit areas. " particular care should be taken to avoid any obstacles to the drain exit path. " drains should be checked for free motion during closure to minimize the possibility of breakage. " drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. " surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4). Corrections: outcomes attributed to adverse events, date of event, additional MFR narrative. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient underwent open heart surgery on (B)(6) 2016, where two chest tubes and a 19 fr, fully fluted wound drain were placed. On (B)(6) 2016, the complainant stated that the patient allegedly heard a popping sound, and when the nurse went to check on the patient it was allegedly found that the part of the wound drain outside of the patient was leaking and had a split in it that was allowing air to enter the patient's left lung cavity. This caused a small pneumothorax at the apex of the patient's left chest. It was reported that the nurse then immediately clamped the tubing near the chest and called in the physician assistant for the heart group. The physician assistant allegedly removed the wound drain and the patient's left lung was found to be fully expanded a few days later. It was later reported, that after the drain was removed, a dressing was replied and chest x-rays were performed the day of the event and the following day. The pa that removed the drain stated that the drain was split outside of the patient's body extending up to the marking dot and the drain edge was reportedly smooth. It is unknown if the device was suctioning or not. The patient experienced pain. It was alleged that no fragments were left inside the patient, no perforations were made to the drain and only a suture was used to secure the drain to the patient's chest. The wound was allegedly not packed.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following precautions to avoid the possibility of drain damage or breakage: "indications: silicone round drains and pvc round drains are indicated for use with selected bard® evacuators for closed wound drainage following head and neck, abdominal, ent, ob/gyn, plastic and neurosurgery. Warning: when placing drain(s) care should be taken to ensure that the perforated portion of the wound drain lies completely within the confines of the wound. Read product insert provided with the closed wound evacuator for detailed instructions, warnings and precautions associated with the use of the evacuator device. To avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient underwent open heart surgery on (B)(6) 2016, where two chest tubes and a 19 fr, fully fluted wound drain were placed. On (B)(6) 2016, the complainant stated that the patient allegedly heard a popping sound, and when the nurse went to check on the patient it was allegedly found that the part of the wound drain outside of the patient was leaking and had a split in it that was allowing air to enter the patient's left lung cavity. This caused a small pneumothorax at the apex of the patient's left chest. It was reported that the nurse then immediately clamped the tubing near the chest and called in the physician assistant for the heart group. The physician assistant allegedly removed the wound drain and the patient's left lung was found to be fully expanded a few days later.